Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: error code 6 - wand has been disconnected the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to interference issue include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned controller and the device which could cause interference. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device had a interference during use. No back up device was available.